Event description:
The pt reported communication and charging issues between the implant and external equipment, after suffering a fall. The surgeon decided to implant the pt with a new boston scientific spinal cord stimulator.